Event description:
Same as manufacture # 6000089-2004-01609. During a coronary artery drug eluting stenting treatment procedure, a complete shaft fracture occurred. The lesion being treated was severely calcified. After predilation with a maverick balloon the physician attempted to advance a taxus express2 3.0 x 24 mm stent. While advancing the hypotube fractured outside of the pt's body. The physician removed the fractured catheter from the pt's body without any complications. The physician then decided to use another taxus express2 3.0 x 24 mm stent and the same thing happened again. While advancing the hypotube fractured outside of the pt's body. The fractured catheter was removed from the pt's body without any complications and the physician decided to treat the lesion with balloon angioplasty. No pt injuries or complications were reported. Pt status is reported as "satisfactory/good."